Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm was not verified due to erased history file caused by several displayable history crc check failed on startup alarms in the history file, due to a corrupted history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump was alarming motor error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer also stated they attempted to troubleshoot device but issue continues. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 7.2 mmol/l at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.